Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customer was seen in the emergency room and was treated with intravenous fluids of saline to address bg. Treatment resolved the issue and there was no permanent damage. Customer was discharged later that same day, (B)(6) 2025. Ultimately, the customer reverted to an alternate method of insulin therapy.